Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they did not have much recollection of the event and did not think they were there for the case. They did remember getting a call after the patient had a pocket revision and that the doctor may have used a cautery which may have removed programming from the device. The represent eventually met with the patient where they reprogrammed the device. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that a revision occurred because their ins had moved/turned sideways about a month prior to their (B)(6) 2019 revision. The patient reported that no trauma/falls/emi/activity were related to this issue. The patient reported that they had been trying to get in touch with their manufacturer representative (rep) for programming because the revision had resolved the ins moving but after the patient got home and tried to turn the ins on they realized the programming had been lost or not set up. The rep reported on (B)(6) 2019 the rep reported that they did meet the patient and they reprogrammed the device. The rep noted the patient had no complaints at that time. There were no further complications reported.